Event description:
A report was received that the patient experienced an infection with redness. The patient underwent a lead explant procedure and is doing well post-operatively. The physician assessed the infection is not device related, however, the cause of the infection is unknown.

Manufacturer narrative:
Additional information was received that the redness was located at the lead implant puncture site. The patient is doing well postoperatively.

Manufacturer narrative:
Implant date: (B)(6) 2019. The lead will not be returned as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced an infection with redness. The patient underwent a lead explant procedure and is doing well post-operatively. The physician assessed the infection is not device related, however, the cause of the infection is unknown.